Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer's other blood glucose value was 200 mg/dl and 125 mg/dl. Customer stated that the insulin pump had no delivery alarm and insulin did exit. Customer stated that the insulin pump had issue with down arrow and center button. Customer stated that the down arrow, center button, and the sometimes the right button were unresponsive. Customer stated an alarm was not in progress at the time the button was unresponsive. The customer was treated with manual injection. Customer declined trouble shoot for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).